Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The controller recorded intermittent power cable disconnect and low voltage alarms that were associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect and low voltage alarms activated simultaneously with these events as well. The atypical power cable disconnects did not occur during power source exchanges and occurred while the controller was connected to the mpu. These atypical alarms occurred at the time stamps of (B)(6) 2023 at 21:49:27, (B)(6) 2023 from 17:48:03 ¿ 17:48:13, and intermittently from (B)(6) 2023 at 23:51:53 ¿ (B)(6) 2023 at 14:40:28. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6) 2023 stated the cause of the alarms was likely a cord/outlet issue. The locking cord was provided, and patient was told to check outlet to make sure it wasn¿t loose. There have been no further occurrences of the alarms. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Some low flow events caused by patient dehydration were captured on (B)(6) 2023 and (B)(6) 2023. It was noted that calculated flow fluctuated below the alarm threshold of 2.5 liters per minute. The low flow events were resolved with decrease in diuretics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having intermittent low voltage advisories while on mobile power unit (mpu). It was noted the patient did not have a locking cord. No alarms were able to be recreated so the cause is unknown but suspected to be due to a locking cord or outlet issue. The patient was given a locking cord and advised to try plugging the mpu into a different outlet. It was noted that there was no confirmation from the patient that the low voltage alarms resolved. Log files were submitted for review. The log files also captured low voltage advisories and hazards that appeared to be caused by power to the mpu being briefly interrupted. It was noted that the pump appeared to be functioning as intended.